Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the post-implant checkup this left ventricular (lv) lead exhibited high thresholds with loss of capture (loc). The patient complained of phrenic nerve stimulation. Attempts to electronically reposition the lead were unsuccessful. The lead was electrically deactivated and an x-ray was ordered to assess lead position.